Manufacturer narrative:
The complaint was duplicated during laboratory analysis. The reason was poor contact between the underside of the occlusion knob and the drag insert pad below it. There is no specification for the drag friction between the insert and the knob. Service replaced the guy assembly, oil seal, belt and small pulley as a precautionary measure. The unit was tested to manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during the use of the device for a non-clinical activity, that during operation at 5.0 liters per minute (lpm) and a back pressure of 500 mmhg, and after nearly six hours of continuous pumping in the reverse direction, the occlusion setting was observed to have moved in the clockwise direction. There was no patient involvement.